Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the renal unit and involved a (B)(6) male patient. A catheter was placed in the patient's right internal jugular vein on (B)(6) 2014, and continued to work successfully until (B)(6) 2014. The user realized that the "blue part of the hub" was cracked and leaking during dialysis, however, the user was able to complete the dialysis treatment. As a result, the user requested a replacement hub, which was fitted and allowed no further leakage. There was no delay, harm, complication, death, or injury reported to the patient as a result of this occurrence.